Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 5 mg/ml at 0.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient experienced symptom return and withdrawal symptoms. It was unknown what may have led or contributed to the issue. An x-ray indicated a fractured catheter. The cause of the catheter fracture was not determined. The event date was reported as (B)(6) 2016. The catheter was replaced on (B)(6) 2015. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.